Event description:
Incoming information indicated that it was unknown if the pnp recovered.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 11 applications were performed with the first balloon catheter afapro28 with lot 43561 and seven applications with the second balloon catheter afapro28 with lot 46110 on the date of the event. The data files showed system notice 50012 was triggered at the beginning of the ablation phase in the first three applications most likely due to residual moisture within the system. Eventually the moisture was cleared, and the subsequent applications were performed without any recorded anomalies. The first balloon catheter was replaced with a second balloon catheter, in which phrenic nerve palsy was observed with. In conclusion, the clinical event (phrenic nerve palsy) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, on the last vein, phrenic nerve palsy (pnp) occurred. The pnp was starting to recover by the end of the procedure, but it was indicated that it is unknown if the pnp recovered. The case was completed with cryo. No further patient complications have been reported as a result of this event.